Event description:
It was reported the back cover needs replacement. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the tabs of the power cord bay door were broken. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Product ID 2067 radiofrequency head; product ID 229047 analyzer.